Event description:
Related manufacturer reference number: 2017865-2023-05440. It was reported that a patient presented in-clinic. Examination of the right ventricular and left ventricular lead revealed dislodgement. Both leads were explanted and replaced on (B)(6) 2023. No adverse patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
The lead was returned for lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification.